Event description:
It was reported power PICC, single-chamber high-pressure threaded port, leaks after puncturing, and still leaks after replacing various joints. No other information was provided. It was reported this occurred with eight devices. This report addresses the sixth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed forty-seven other similar product complaint(s) from this lot number.